Event description:
A report was received that the patient was experiencing pain at the lead site. The physician believed it was not device or procedure related and does not know what was causing the pain. The patient was given an injection and pain patches at the lead site and was reportedly doing well.

Manufacturer narrative:
Event date: (B)(6) 2013.